Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the following information, there was the possibility that this phenomenon was attributed to the inappropriate reprocessing after a past procedure that was used the subject device by the user. In addition, omsc surmised that there was insufficient work (appearance confirmation / reprocessing, etc.) Performed by oekg when the subject device was returned. - there was the foreign material around the forceps elevator where was reprocessable area. - according the component analysis, the origin of the foreign material was not a cleaning wipe, single-edged, etc. That are used by oekg. - the subject device was a loaner device, and the phenomenon was found when it was sent to the user from oekg. Therefore, omsc surmised that the phenomenon was due to the previous user who used the subject device. - oekg has to send a loaner device in safely usable status. Since the phenomenon was detected at the user facility, omsc surmised that oekg conducted insufficient appearance check, reprocessing and so on. - according to the similar complaint, the phenomenon was attributed to a foreign material could not be removed due to stuck it around the forceps elevator by the inappropriate reprocessing by the user. Olympus stated the appropriate handling of tjf-q180v and the counter measures against abnormalities in the instruction manual of tjf-q180v.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that there was the foreign material on the distal end / around the forceps elevator. There was a foreign material only this side. There was no foreign material behind the elevator nor inside the instrument channel. (B)(4) conducted a component analysis, the foreign material was organic material in chemical perspective but the origin of the foreign material was not identified. Iron was not detected. Therefore the origin of the foreign material was not stainless corrosion and blood. Furthermore, lanthanum, gadolinium and tantalum were detected. The foreign material was confirmed with microscope, it was thin. Looked like ¿film¿. The scanning electron microscopy image showed that the morphology of the foreign material was ¿fiber¿ like structure. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and all channels of the subject device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that there was a foreign material on the distal end of the subject device. There was no report of patient injury associated with the event.